Event description:
It was reported that there was a csf leak. The caller said that the spinal segment was removed four to six weeks ago to allow the csf leak to heal and the pt's health care provider was going to revise the catheter. The pt's device was put at minimum rate during the healing process. It was later reported that the leak was not attributed to the catheter. The pt had a "lump" on her back where the catheter was anchored. The pt's device was placed at minimum rate and the pt was given oral narcotics. On (B)(6) 2011, the entire catheter was replaced and an old piece of catheter that had been tied off was also removed. The pt's pump was set back to normal. The pt had not contacted her health care provider's office since the surgery, so it was assumed that she was okay. The drug used in the pump at the time of the event was morphine. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).